Event description:
Customer reported receiving a motor error alarm when attempting bolus. Customer stated that 9.8 units of insulin was delivered and then heard the motor error alarm. Customer does use the sensor feature and they were able to complete the rewind sequence. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and stained endcap sticker.